Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2015, the customer informed a philips clinical specialised that a pt had a vtach event for which no alarm was provided at the central monitor. The pt required CPR and defibrillation but later expired. The incident occurred on (B)(6), 2015 at 8:25am.